Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 26 fractured. Construction was a removable prosthesis. Bone loss following implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading after 16 years in situ.

Event description:
Implant fracture.